Event description:
On december 28, 2006, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not allow a blood glucose test to start and was just displaying the "apply sample" symbol. The pt mentioned that the reported meter issue started a few months before the event occurred in december 2006. The pt indicated that her blood glucose had been going up during that time. When the meter issue did occur, the pt just kept retesting until she was able to get a result. Also, during the time of concern, the pt mentioned that her blood glucose had been rising. She reported the following results in sequential order: "103, 108, 120, and 125 mg/dl" but it is not known what dates/times the readings were taken. On an unk date/time during that time, the pt developed symptoms of feeling "very thirsty" and had frequent urination. She was testing her blood glucose three times per day. Her diabetes mgmt currently consists of diet control. She does not take any medications for diabetes. On another unspecified date, the pt started feeling light-headed. The pt attempted to test her blood glucose but was unsuccessful due to the alleged meter issue. The pt then administered self-care by drinking orange juice since she thought her blood glucose might have been low. After drinking the juice, the pt stated that her symptoms worsened. She began to urinate more frequently and became thirstier. The pt was hospitalized for 3 days for an undisclosed medical condition not related to her diabetes. The pt obtained results of "170 mg/dl" and "180 mg/dl" in the hospital using an unidentified device. The pt did not have test strips during the call with the customer care advocate (cca) to troubleshoot the reported issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the unresolved meter issue and the pt was found to be hyperglycemic with symptoms after being unable to test and taking orange juice as she believed she was hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.